Event description:
It was reported that the patient with this pacemaker experienced a syncopal event. A device interrogation was requested by the health care professional (hcp). No further information was provided. No additional adverse patient effects were reported. At this time, this device remains in service.